Event description:
A customer reported that the illumination was poor during a surgical procedure. The staff had to use an alternate system illumination lamp to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in according with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).